Event description:
I am writing to report an anesthesia machine malfunction that occurred in the or this month. This case involved a small infant. The dialed tidal volume was 60 ml and the machine was registering 100ml, 120 ml and at one point over 2000 ml. There was a problem with the etco2 reading, too, with readings ranging from 40 to 100. There was also co2 rebreathing. The sodalime cannister was changed out when the inspired co2 was reading 6. It seemed to resolve the problem initially but then started giving readings of up to 19 with the etco2 showing 73-77.======================health professional's impression======================from investigation, the physicians believe the patient was receiving approximately the correct volume.======================manufacturer response for anesthesia machine, spacelabs======================sales rep is not convinced there is a problem. Has agreed to try and get a factory rep in to evaluate the machines.